Event description:
A surgeon reported that she had implanted an intraocular lens (iol) backwards during iol implant surgery. In a follow up, the surgeon reported the outcome of the event as "good".

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/12/2009, 02/13/2009, and 02/27/2009 by phone, fax, and mail. A completed questionnaire was received on 02/27/2009. This report was mailed to FDA on: 03/12/2009.